Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2023, the user reported there was an intermittent sound with the device. On (B)(6), she said she couldn't hear any more sounds.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. Further, the conductive link of the device was found encapsuled by bone and the floating mass transducer was located within the soft tissues in the round window niche during explantation surgery, which might have contributed to the observed issue. This is a final report.

Event description:
In (B)(6) 2023, the user reported there was an intermittent sound with the device. On (B)(6) she said she couldn't hear any more sounds. The re-implantation surgery was performed on (B)(6) 2023.